Manufacturer narrative:
Concomitant medical products: system controller: serial number: (B)(4).the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a black-out occurred while the patient's system controller was connected to the power module. A sudden speed drop down to zero rpm occurred for approximately one second. The system controller power source was switched to batteries, and no further events occurred. There was no adverse consequence to the patient. The system controller log file reviewed by the technical services representative showed a pump stoppage when both system controller power leads were disconnected from the power source at the same time. No additional information was provided.

Manufacturer narrative:
Although no devices were returned for evaluation, the reported pump stoppage event was confirmed via the analysis of the provided log files. The log files revealed time clock resets that were associated with a complete loss of power to the system controller and resulted in pump stoppage events. These events were accompanied by low speed advisory/hazard and low flow hazard active alarms. When external power was restored, the pump resumed operation at the set speed and the pump appeared to operate as intended. A specific cause for the loss of power cannot be conclusively determined based on the log file data. Per customer information, the loss of power event appeared to be due an ac power electrical failure due to a black-out event. No further information was provided. The manufacturer is closing the file on this event.